Event description:
(B)(4) report concerning a patient implanted with an abg ii modular. Pain felt for months (about 6). Stem not integrated into the femoral drum. No sign of metallosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Event description:
(B)(6) report concerning a patient implanted with an abg ii modular. Pain felt for months (about 6). Stem not integrated into the femoral drum. No sign of metallosis.